Manufacturer narrative:
The device has not been made available for evaluation at time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Alleges he was closing the blinds on his window and plugging in his charger while holding on the back of the chair when it broke off and he tried to grab the armrest and that came loose and he fell to the floor.

Manufacturer narrative:
The provider readjusted the back and tightened hardware. The device is working properly.

Event description:
Alleges he was closing the blinds on his window and plugging in his charger while holding on the back of the chair when it broke off and he tried to grab the armrest and that came loose and he fell to the floor.